Event description:
It was reported that a patient experienced peritonitis manifested by cloudy effluent coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. One day after onset, the patient was hospitalized for the event. On an unreported date, the patient was treated for the peritonitis with unknown antibiotics. On an unreported date, the patient¿s pd catheter was removed and dianeal therapy was withdrawn. Three days after being admitted, the patient was discharged from the hospital. On an unknown date approximately 2 weeks prior to the receipt of this information, the patient was placed on outpatient hemodialysis. At the time of this report, the patient was expected to eventually return to pd therapy on an undetermined future date. At the time of this report, the peritonitis was resolving and the patient was recovering. No additional information is available at this time. This is report 4 of 4 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).